Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-aug-07. It was reported that clarification regarding the report that the catheter was not plugged into the pump was unknown. The cause of the catheter issue that necessitated the surgical intervention after implant was unknown. The patient's weight at the time of the event was unknown, and the status of the catheter that was replaced on (B)(6) 2013 was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. The device manufacturer¿s registration system indicates the patient¿s catheter was replaced on (B)(6) 2013 which was approximately 2 weeks after the initial implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. Prior to having the pump implanted the patient had counseling, back surgeries, and hip surgeries. Per the patient ¿this pump really saved him¿. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 it was reported that when the pump was first implanted the patient¿s stomach got bloated. There was csf (cerebrospinal fluid) going into his stomach because he thought that the catheter was not plugged into the pump. He had it for at least two weeks and then had surgical intervention. The patient wasn't sure if they removed the entire system. Per the patient, he had been told a few stories which included that they had used the wrong catheter or that the catheter had flipped. He wasn't sure what happened. No further patient complications have been reported as a result of this event.